Manufacturer narrative:
Approximate age of device ¿ 4 years and 2.5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient has a chronic driveline infection and is being treated with chronic antibiotics. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A root cause for the patient¿s driveline infection could not be determined through this evaluation. The patient is being treated with chronic antibiotics. No further issues have been reported. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.